Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 35-year-old female patient who had essure (batch no. 626207) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included polycystic ovarian syndrome, uterine leiomyoma, hypercholesterolemia, migraine, cholecystitis, hypertension, herpes simplex type ii, sinus tachycardia, asthma, gestational diabetes, arthritis, menometrorrhagia and pelvic pain. Concurrent conditions included adnexa uteri cyst, hemorrhagic cyst since (B)(6)2009, polycystic ovarian syndrome since (B)(6)2009, nabothian cyst, flank pain and paratubal cyst. Concomitant products included oral contraceptive nos in 2008 for contraception as well as alprazolam since 2005, salbutamol (albuterol) since 2000 and valaciclovir hydrochloride (valtrex) since 2007. On (B)(6)2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), alopecia ("hair loss") and back pain ("back pain"). In 2009, the patient experienced amnesia ("memory loss"). On an unknown date, the patient experienced loss of libido ("loss of libido"). The patient was treated with surgery (full hysterectomy with bilateral salpingectomy and oophorectomy). Essure was removed on (B)(6)2011. At the time of the report, the pelvic pain, loss of libido, vaginal haemorrhage, menorrhagia, headache, fatigue, alopecia, back pain and amnesia outcome was unknown, the migraine was resolving and the dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, amnesia, back pain, dyspareunia, fatigue, headache, loss of libido, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient had undergo following surgery : (B)(6)2009:hysterectomy with unilateral salpingo-oopherectomy (B)(6)2011:unilateral salpingo-oopherectomy insertion details : (B)(6)2008:finding: on the right side there were three coils and on the left side there were four coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: total bilateral occlusion in 2008 patient undergo essure confirmation test : total bilateral occlusion, surgery was successful most recent follow-up information incorporated above includes: on (B)(6)2018: pfs and medical records provided. Information added/updated: added events (back pain and memory loss), concomitant medication, hysterosalpingogram result. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 35-year-old female patient who had essure (batch no. 626207) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included polycystic ovarian syndrome, uterine leiomyoma, hypercholesterolemia, migraine, cholecystitis, hypertension, herpes simplex type ii, sinus tachycardia, asthma, gestational diabetes, arthritis, menometrorrhagia and pelvic pain. Concurrent conditions included adnexa uteri cyst, hemorrhagic cyst since (B)(6) 2009, polycystic ovarian syndrome since (B)(6) 2009, nabothian cyst, flank pain and paratubal cyst. Concomitant products included oral contraceptive nos in 2008 for contraception as well as alprazolam since 2005, salbutamol (albuterol) since 2000 and valaciclovir hydrochloride (valtrex) since 2007. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), alopecia ("hair loss") and back pain ("back pain"). In 2009, the patient experienced amnesia ("memory loss"). On an unknown date, the patient experienced loss of libido ("loss of libido"). The patient was treated with surgery (full hysterectomy with bilateral salpingectomy and oophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, loss of libido, vaginal haemorrhage, menorrhagia, headache, fatigue, alopecia, back pain and amnesia outcome was unknown, the migraine was resolving and the dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, amnesia, back pain, dyspareunia, fatigue, headache, loss of libido, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient had undergo following surgery : (B)(6) 2009:hysterectomy with unilateral salpingo-oopherectomy (B)(6) 2011:unilateral salpingo-oopherectomy insertion details : (B)(6) 2008:finding: on the right side there were three coils and on the left side there were four coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: total bilateral occlusion in 2008 patient undergo essure confirmation test : total bilateral occlusion, surgery was successful quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 35-year-old female patient who had essure (batch no: 626207) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included polycystic ovarian syndrome, uterine leiomyoma, hypercholesterolemia, migraine, cholecystitis, hypertension, herpes simplex type ii, sinus tachycardia, asthma, gestational diabetes, arthritis, menometrorrhagia and pelvic pain. Concurrent conditions included adnexa uteri cyst, hemorrhagic cyst since on (B)(6) 2009, polycystic ovarian syndrome since on (B)(6) 2009, nabothian cyst, flank pain and paratubal cyst. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("loss of libido"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (plamtiff had surgery to remove the essure implant on (B)(6) 2009.). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, loss of libido, vaginal haemorrhage, menorrhagia, headache, fatigue and alopecia outcome was unknown, the migraine was resolving and the dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, dyspareunia, fatigue, headache, loss of libido, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient had undergo following surgery: on (B)(6) 2009: hysterectomy with unilateral salpingo-oopherectomy. On (B)(6) 2011: unilateral salpingo-oopherectomy. Insertion details : on (B)(6) 2008: finding: on the right side there were three coils and on the left side there were four coils. Diagnostic results: in 2008 patient undergo essure confirmation test : total bilateral occlusion, surgery was successful. Most recent follow-up information incorporated above includes: on 30-mar-2018: events" abnormal bleeding (vaginal) , menorrhagia, migraines , headaches,dyspareunia (painful sexual intercourse) pain, fatigue, hair loss " reporter added from pfs. Concomitant and historical condition from medical records. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and loss of libido ("loss of libido"). The patient was treated with surgery (plaintiff had surgery to remove the essure implant on (B)(6) 2009.). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain and loss of libido outcome was unknown. The reporter considered loss of libido and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.